Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "we have an issue with a pump from (B)(4), it was letting air through past the pump and staff complained it was administering more than entered. I have not been able to duplicate the over administration of fluids but air is going about a foot past the pump down the line. When speaking with tech support, he said this could be a sensitivity setting that we can change. Acknowledgement letter will be sent to customer once cmr number is available. (B)(4) 2016. Pump treatment information:na. Type of drug:na. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes. "

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: 'air in line' alarm and over delivery issue.